Manufacturer narrative:
Establishment name: tandem, country: united states of america, address ¿ line 1: 11045 roselle street, address ¿ line 2: suite 200, city: san diego, state, province or territory: california, post office or zip code: 92121. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported by the patient's father that the patient first went emergency room and subsequently hospitalized and admitted to intensive care unit due to high blood glucose 34.4 mg/dl and with high ketones and get treated with intravenous and fluids of saline and insulin because of the patient had inserted the infusion set at lean site which resulted in kink of the cannula on (B)(6) 2026.